Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section h3, device evaluated by manufacturer: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was explanted from the patient's left eye (os), due to patient complaining of glare and halo, blurry vision. It was learned that symptoms were present immediately after cataract surgery. Incision was enlarged and suture placed at conclusion of iol exchange. Vitrectomy was not needed. Explanted iol was replaced with a non johnson and johnson iol. Symptoms completely resolved after iol exchange. No other information was provided.